Event description:
IV team nurse was drawing up some sterile saline in syringe in preparation for an IV start. The entire metal needle became disloged staying in the rubber vial top of the saline. The needle separated completely from gray plastic hub that is connected to the safety cap. This situation occurred on two separate occasions with two different nurses.